Event description:
Product was broken while using basket during procedure. Product was found to be broken during use in a procedure. Package was opened properly to sterile field. Dr (B)(6) started using product and found that one of the wires on the basket was broken during use. Dr (B)(6) stopped using product and replaced with a product that was working properly. No harm was found in pt.